Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was for optical coherence tomography (oct) of the left anterior descending (lad) artery. The co-pilot bleed back control valve was being used in the procedure; however, the valve leaked during the oct injection. Another copilot bbcv was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.